Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was powered up and had a constant "high pressure alarm". Error history log review found an unable to download alarm. The root cause of the reported issue was found to be the circuit board was inoperable. Actions were taken to mitigate the reported issue: replaced circuit board and downstream sensor.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump failed occlusion at 5.03psi. No patient involvement reported.